Manufacturer narrative:
Evaluation: device history record and sterilization record were reviewed, no anomalies were found. Results: all records reviewed were found to meet specifications. Ans inc. Has limited info related to the patient's medical history and is unable to form a medical opinion as to the relevancy of the pt's history to the event reported. Ans inc. Defers to the patient's physician regarding medical history.

Event description:
Patient was implanted with scs system in 2008. Two months later, it was reported patient was admitted to hospital for swollen ipg site that was tender to the touch. It was reported hospital has taken a culture, which was sent out for analysis. No further info is available. System still implanted and will not be returned for analysis.